Event description:
It was reported that the patient fell from the 4th floor a while ago. He suffered from several skull fractures and went into a coma for 6 months. His brother reported that his hearing was normal prior to the accident. The patient lost his hearing after the accident. Ci surgery was carried out on (B)(6) 2012. The patient has not shown any response since the initial fitting. According to the local surgeons, the post-op x-ray confirms the correct position of the implant and the electrode. Testing shows that the device is working within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.